Event description:
The user reported that the scalpel blade will not recoil into the handle because the blade had shot out of the handle. No harm or injury reported.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The user did not indicate if this was the initial use of the device. The eval is in process. A follow-up report will be submitted when the device eval has been completed.